Event description:
It was reported that an ilet user experienced frequent high glucose values, particularly overnight, and had been using meal announcements as corrections, leading the user to believe the treatment was not working properly and to request a factory reset. Symptoms included hyperglycemia reaching 354 mg/dl. Outcomes included no reported injury, hospitalization, or medical intervention beyond routine clinical guidance. Investigation included review of reported glucose trends and user-reported use patterns, and the case was assigned for clinician review and troubleshooting education. Investigation of this case revealed patterns consistent with suboptimal use, including reliance on meal announcements for correction and dietary changes since starting ilet, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was likely user-related use patterns and therapy management rather than a device failure.